Manufacturer narrative:
D9: device available for evaluation: yes.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of at/af event(s) at times and potential inappropriate pacing at times. It was noted that the ra lead exhibited low amplitude p wave. It was also reported that the right ventricular (rv) lead exhibited undersensing. Both the ra and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.